Event description:
Nail needs to be removed for non union. Nothing would screw into the top of nail to get it out extending the surgical procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.